Event description:
Related manufacturer reference number: 3006705815-2022-17970. It was reported that effective therapy was never established for patient. Patient is only receiving one sided paresthesia. Originally targeted pain pattern is bilateral low back. X-rays were taken and indicated the leads migrated laterally. It was noted that patient doesn't report any falls, accidents, or trauma, but patient was still in the perioperative period and the leads are not yet healed in. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that both leads were explanted and replaced. Therapy was restored.